Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We ,therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer reported that the insulin pump was not working. The customer's blood glucose was over 600 mg/dl at the time of incident. The customer's blood glucose was 247 mg/dl at the time of call. The customer's blood glucose was 317 mg/dl at the end of call. The customer stated that she treated her high blood glucose with manual injections. The customer stated that the she experienced nausea, vomiting, abdominal pain, difficulty breathing, shaky and lethargic. The customer declined to troubleshoot for air bubbles, leaks, insulin issues and site issues and settings. The insulin pump will not be returned for analysis.